Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 62193644. G4: premarket identification k013227. H6: event problem codes ¿ patient code: 1994 implant. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth site #15 and 16 were removed due to peri-implantitis. Implants were placed at sites 15 and 16 in 2013. Peri-implantitis treated in 2015 and retreated in 2022. On (B)(6) 2026, implant mobility was noted and both implants were removed. Patient suffered from pain and inflammation.